Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead exhibited noise which was identified as ventricular tachycardia. There was also an increase in the right ventricular threshold. Check x-ray showed that the lead was stable. Lead impedance and sensing were stable. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and post procedure.

Event description:
New information available on 3/20/2018 states that, the patient did not receive inappropriate therapy due to the noise. The lead was reprogrammed prior to procedure.